Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an arteriovenous fistula procedure around the elbow on (B)(6) 2015 and suture was used in a continuous technique. Two weeks following the procedure, on (B)(6) 2015, the stitch was removed and observation went well. One week later, the patient experienced swelling around the elbow and was diagnosed with aneurysm. During the re-operation,when aneurysm was spotted, the surgeon noted fragments of suture. The surgeon opined that the reason for the aneurysm is unknown and cannot relate the suture as a cause for the specific case. Additional information has been requested.